Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving morphine with concentration 10 mg/ml at a dose rate of 3.193 mg/day via an implantable pump for back pain. It was reported that the country of the event was thailand.  The patient from germany had their pump implanted in their lt. Abdomen with the  pump head at 3 o¿clock position. However, one month ago, the pump site was pain full. They could see the size and shape clearly of the pump and there was no swelling, no redness, and no bruises.  It was further reported that the pump had changed position. On (B)(6) 2024the patient had a consult visit at a hospital and from x-ray ap abdomen film, it was found that the head of the pump re-positioned from 3 o'clock to the 11 o'clock position.  The patient was taken to the operating room on (B)(6) 2024 for re-positioning the pump.  When the physician opened the incision, they found that there was only one of the stitches sutured into the upper right suture loop on the pump.  The physician re-positioned the pump head from the 11 o'clock to 10 o'clock position.  The physician a lso stitched all four of the suture loops around the pump.  Regarding factors that may have led or contributed to the issue, it was indicated that the patient had no injury.  The issue was resolved.  The patient was without injury regarding their status as of 2024-jan-16.  The date of pump implant was unknown.  The patient's implanted catheter was of model 8780.  The patient's medical history, age, and weight at the time of the event was unknown or would not be made available.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) who reported that the cause of only one suture loop having been found stitched to the into the upper right suture loop of the pump was unknown. It was unknown if there was evidence of the pump never having been sutured down at all four loops, tissue didn't hold down suture, or other sutures having been found cut, etc.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.